Manufacturer narrative:
The reported event of a stylet insertion issue was confirmed. As received, a complete lead was returned for analysis. Final analysis found that the stylet could not be fully inserted or removed due to an over-torqued inner coil at the connector region, consistent with procedural damage. No other anomalies were found.

Event description:
It was reported that patient presented for scheduled implant procedure. During procedure, it was noted that the stylet was unable to enter the right ventricular (rv) lead. The rv lead was not implanted, and an alternate lead was implanted instead on (B)(6) 2025. The patient was in stable condition.